Event description:
It was reported that during a davinci s hysterectomy procedure, the customer noted a 'broken cable' on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the conductor wire was found to be broken at the distal clevis. One conductor wire was broken at the yaw pulley exit. The instrument failed electrical continuity test. No sign of arcing was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.